Event description:
It was reported that the right atrial (ra) lead was suspected of insulation damage near the sleeve. The lead exhibited high capture threshold and the patient experienced muscle stimulation. Subsequently, this ra lead was explanted and replaced. No additional adverse patient effects were reported. The ra lead is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits and the high thresholds allegation could not be confirmed. Lab analyst observed melt marks in outer insulation, likely explant electro-cautery damage. The insulation damage allegation was confirmed based on the finding of electro-cautery damage in the insulation. We have determined that the muscle stimulation is a known inherent risk with use of this product.

Event description:
It was reported that the right atrial (ra) lead was suspected of insulation damage near the sleeve. The lead exhibited high capture threshold and the patient experienced muscle stimulation. Subsequently, this ra lead was explanted and replaced. No additional adverse patient effects were reported. The ra lead was returned for analysis.